Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the ins shutting off on its own was that it wasn't charging the unit as it should. The patient called their representative and the patient's stimulator was replaced with a new one and the new one was reprogrammed more comfortably. The issue was resolved.

Event description:
Additional information was received from the patient (pt). The pt reported they believe there was a device concern, and the issue was not due to the stimulator battery being low. Pt noted the cause was discovered when they met with their doctor: the unit needed to be re-adjusted. Steps taken were adjustments and some explanations on how to use, and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that patient's implant work for a while until 6 months ago "it shuts off". Patient stated that the turn on the therapy and they get a relief and then 5 minutes later it shuts off. Agent reviewed information that ins will turn off when implant battery was depleted. Patient controller battery is at 100% and ins at 30% and in group a. Patient keep saying that the ins shuts off on it's own. Patient has a follow up appointment with their doctor (hcp) on december 10. Patient was redirected to hcp to address further concern and provided nas number.